Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error 281 was displayed on the receiver. No product or data was not available for evaluation. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.